Event description:
Av impulse machine was applied to patient for or procedure and this machine malfunctioned immediately. A second machine was called for, obtained, applied to patient and this machine immediately malfunctioned. The circulator reported her experience that many malfunctioning av impulse machines have been sent to clinical engineering.